Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated and found that the battery in slot had expired march 2014. To fix the issue, the fse replaced the battery, and then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. (B)(6).

Event description:
It was reported that prior to use, the battery in slot 2 of the cardiosave intra-aortic balloon pump (iabp) was not charging, despite the fact that the main power and battery slot 1 worked properly. There was no patient involvement, and no adverse event reported.